Manufacturer narrative:
Pt ID, pt birth date, and pt weight were not provided by the complainant. An investigation will be initiated and a supplement will be filed upon conclusion of the investigation.

Event description:
On (B)(6) 2014, ge healthcare's legal organization was made aware of an allegation made by a pt that on (B)(6) 2012, a (B)(6) female pt was undergoing a trans-nasal endoscopic surgical procedure in an effort to decompress a fibro-osseous tumor located in the sphenoid sinus that was impinging on the left optic nerve. While the physician was performing a sphenoid dissection utilizing the instatrak device, the following events occurred: the physician tore the dura mater or outermost layer covering the brain and spinal cord which resulted in the drainage of cerebral spinal fluid into the posterior portion of the sphenoid sinus; the physician also damaged the pt's left optic nerve, rendering her permanently blind in her left eye. The physician noted that the instatrak device was registered in the beginning of surgery and found to be accurate in all three cardinal directions. However, there is an allegation that the instatrak device incorrectly identified the area in which the physician was performing surgery as the tumor mass when it was "5.5mm, low, 5 mm, anterior and 5 mm, medial" of that area, just below the pt's left optic nerve.